Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Fluid leak: no defect was found in the pump concerning the fluid leak from the catheter as the cause of the leakage was most likely due to the insufficient seal provided by the hemostatic valve of the 14fr introducer based on the evaluation of the returned product. Ventricular fibrillation: the root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Following radial access and balloon angioplasty of the right coronary artery (rca), the patient went into ventricular fibrillation arrest and required cardiopulmonary resuscitation (CPR). Return of spontaneous circulation was not achieved. During CPR, femoral access was obtained; however, no femoral angiography was documented. The access site did not appear visually calcified under fluoroscopy. The site was sequentially dilated, and preparation of the impella catheter was performed according to the instructions for use (IFU). A 13 cm cp sheath was inserted without issue. During advancement of the impella catheter, the physician and technician observed bleeding from the cp sheath as the impella reached the left ventricle. The impella was started in auto mode and initially delivered approximately 3 l/min of flow. The physician intended to maintain single-access support to continue working on the left anterior descending artery (lad) and left circumflex arter (lcx); however, due to ongoing sheath bleeding and visible blood emerging externally from the impella catheter, the team elected to remove the device. The cp sheath was exchanged using a second impella kit, and an additional impella catheter was successfully inserted. Despite successful placement, due to the patient¿s condition, pump performance did not exceed p-4 in auto mode, with no observable lv waveform and continuous suction alarms. After approximately 45 minutes of ongoing CPR, the patient was pronounced deceased. Additional information indicated that the patient¿s death was not attributed to the device or its reported failure mode.

Manufacturer narrative:
B2. Date of death was not provided. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.